Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and had motor error alarm and unable to complete pump rewind. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer was assisted with troubleshooting and reported that they were able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. No motor error alarm and rewind anomaly noted. The motor was tested outside of the device and passed.